Manufacturer narrative:
A medtronic representative inspected the imaging system on-site: saved image on system 120kv 80ma. System required invalidate home sequence to initiate 3d as rotor would go to zero position then stop. No further related problems. Empty field 3d 120kv 25ma: no streaks. Empty field 3d hd 120kv 25ma: no streaks . Fluoro line pair testing standard 51 kv 1.88 l/mm. Fluoro line pair boost 48kv 1.88 l/mm. 3d phantom spin completed 120kv 32ma 128mas: lots of streaks in image. Completed analog offset adjustment in viva software to 4000. Same 3d spin of 120kv 32ma 128mas: no streaks. Panel alignment with pop can completed . Spine demo spin completed at 120kv 32ma with good results. Fluoro gain cal 50kv. Rad gain cal 115kv. A full imaging system check-out was completed following testing and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A medtronic representative reported that during a spinal fusion procedure, the imaging system was producing images of poor quality. It was reported that the 2d images were very dark, and the 3d images were unusable. The use of the imaging system was discontinued because of this issue. The procedure was completed successfully using a c-arm, after a delay of less than one hour. The patient was not impacted.

Manufacturer narrative:
The software investigation found that a probable cause was unable to be determined without further information. Software is functioning as designed. As previously reported, calibrating the system resolved the issue.

Manufacturer narrative:
(B)(6).